Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the battery life issue reportedly occurred on (B)(6) 2017; the black box data and pump history confirmed the user continued to use the device until (B)(6) 2018. Therefore, the data from the date of the alleged event had been overwritten. On investigation the pump powered on normally and the electrical current draws were evaluated and found to measure within the required specifications. There was no evidence of damage, defect or contamination of the pump¿s interior components. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the lithium battery was lasting only four weeks. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.